Manufacturer narrative:
Section d4: the catalog for this is unk_smart touch bidirectional sf. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that database related research activity (drra) was received from cottage health research institute for between january 2017 and december 2018. There were 3 af recurrences during a 12-month follow up period in patients with af undergoing ablation using stsf catheter. Additionally, one patient required permanent pacemaker for symptomatic junctional rhythm after successful termination of af. Symptoms resolved and the patient was discharged three days after the ablation procedure. Lot, model and catalog number are not available, but the suspected biosense devices possibly associated with reported adverse events: thermocool smarttouch® sf catheter adverse event(s) reported for thermocool smarttouch® sf catheter for cardiac ablation procedures: qty 3 af recurrences during 12 month follow up. Additionally, one patient required permanent pacemaker for symptomatic junctional rhythm after successful termination of af. Symptoms resolved and the patient was discharged three days after the ablation procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.